Event description:
It was reported that the patient leakage test failed. The failure occurred during service. No harm to any person has been reported. Complaint ID# (B)(4).

Manufacturer narrative:
A follow-up medwatch will be submitted when additional information becomes available.

Event description:
Complaint ID (B)(4).

Manufacturer narrative:
It was reported that the patient leakage test failed. The failure occurred during service. A getinge field service technician (fst) was sent for investigation on 2024-03-14. The sensor panel was replaced. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. A similar failure of the patient leakage test was investigated by getinge life-cycle-engineering (lce) on 2023-08-11. The exceeding of the value limit affects only the sensor panel da0, in which a higher capacitor value was installed. This complaint is in scope of fsca# 881841 (ongoing). According to the instruction for use of the cardiohelp device (chapter "connecting external devices (optional)") it is stated to check the total leakage currents if the cardiohelp device will be used together with other medical devices. Based on the results the reported failure "patient leakage test failed" could be confirmed. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.